Event description:
The customer reported that they were receiving a table not ready error message. No patient injury was reported.

Manufacturer narrative:
The service rep stated the unit was displaying a down motion blocked error message. He adjusted the crash and splash switches. He checked the unit by performing numerous bootups and also assuring that the down motion blocked error message was no longer present. He checked and assured that the unit was operating according to manufactures specs. Unit working as intended.